Event description:
It was reported that, an 840 ventilator had a loss of communication errors during the extended self-test (est), causing a safety valve open condition. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.